Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The drain bag was filled with water and a leak was noted at the level of the drain bag sealing near the stopcock. The customer reported that leakage was observed from the drain bag one (1) day after treatment started. All accessories provided within the set, including the drain bag, are single use products and must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a prismaflex set, an external fluid leak at the seam under the effluent bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.